Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a (B)(6) year-old male patient, the device stopped ventilating and displayed "self check failure -1003" error message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Evaluation results: the customer's report was observed during review of the device logs. However, the device was put through extensive testing including bench handling, power cycling and functional stress testing without duplicating the report. An internal inspection found no discrepancies. The smart pneumatic module board was replaced and scrapped as a precaution. The device was recertified and returned to the customer. The wye breathing circuit was not returned for review as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor a (B)(6)year-old male patient, the device stopped ventilating and displayed an ?airway pressure sensing failure -1052" error message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.